Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced micro perforation and phrenic nerve stimulation. The right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.